Manufacturer narrative:
Corrected data: manufacture date. An event regarding infection involving an adm liner was reported. The event was not confirmed. Method & results: the device was not returned for analysis. Insufficient information was received for a medical review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or the device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that the patient's right hip was revised due to infection. Implanted a spacer.

Event description:
It was reported that the patient's right hip was revised due to infection. Implanted a spacer.

Manufacturer narrative:
Additional devices listed in this report: cat 502-03-50d, primary tritanium hemi cluster hole cup 50mm: lot code mll7kx. Cat 626-00-38d, modular dual mobility insert: lot code 41520802. Cat 6276-7-014, mod con dist stem 14 x 155 mm: lot code caxn313a. Cat 6276-1-221 21mm, mod rev hipbdy/blt +20mm com level 9006-1-221: lot 40543301. Cat 6260-9-122 22.2mm, std lfit v40 head: lot code 40212503. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.